Manufacturer narrative:
The event occurred in (B)(6) while this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
Since (B)(6) 2015, customer has had too high blood glucose level. Customer assumes that the pump didn't deliver insulin correctly. No adverse event reported. A request was made for the return of the device.